Event description:
Boston scientific, flexiva trac tip 200, ho 7 nd yag laser fiber (x2), were noted to have an internally cracked fiber (insulation remained intact) when connected to the laser for use. Both fibers were also identified with the same lot # 0000006302.